Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported experiencing high blood glucose of 600 mg/dl. He stated his blood glucose was high because he drank a lot of orange juice. Customer requested assistance with checking bolus history on the insulin pump. He declined troubleshooting, stating the insulin pump was working fine.